Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the reservoir had a possible occlusion. The customer's blood glucose was 176 mg/dl at the time of incident. The customer stated that the pump alarmed no delivery and motor error. The no delivery alarm was resolved by a complete set change. The customer stated that the reservoir had been causing the no delivery alarm and it happened at least 10 times. The reservoir was not returned for analysis.